Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the system was explanted.

Event description:
It was reported that the patient had an infection at the anchor and battery site. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.